Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone : (B)(6). Updated feilds: b4, d9, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and replaced the compressor, fan, the fsca upgrade the heat sink and fitted 2 x batteries. Completed repair successfully. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump was overheated, there was no patient harm or injury reported.